Event description:
It was reported that during a video assisted thoracoscopic surgery / lobectomy procedure, on the first firing on lung tissue to wedge out the tumor, it was noted that the power slowed down and stopped half way through fire. A gold load was being used on lung tissue. The surgeon believes that he came across the tumor that was thicker than he thought and said he should have probably used a green load. It was noted that the reload looked like the deck flexed, staples are also protruding where firing had stopped and there was also a buckling on the anvil of stapler. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned with the anvil bent upwards. Furthermore the anvil knife slot was noted to be damaged. An ecr60d cartridge reload was received not loaded on the device. The cartridge reload was received partially fired 2/3 consistent with an incomplete or interrupted cycle. In addition the cartridge deck was found damaged where the firing stopped. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. In addition the returned reload was disassembled to verify the condition of the internal components and some drivers were noted to be damaged. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.